Manufacturer narrative:
The reporting medtronic representative stated the patient weight is not available from the site. Filed have not yet been rec'd by manufacturer for investigation. Software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported that during a cranial shunt case, the camera lost communication and displayed a red x on the camera icon, at the bottom. The operating room staff re-booted the system, it then functioned properly. The procedure was completed with the use of the stealthstation s7 system. There was no impact to the patient outcome reported.